Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2008. Post-operatively two months later, it was noted that the patient had developed stress urinary incontinence. As intervention, the patient underwent an obturator sling procedure on an unknown date. The event is listed as resolved in 2009.

Manufacturer narrative:
Date sent to the FDA: 09/23/2009. Incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.